Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event in involved a tego connector that was cracked at the base of the cap and leaked approximately 30ml of blood during day 2 of dialysis treatment for the week. The solution in the dialysis machine was the patient's blood from the dialysis machine. There was patient involvement and no harm reported.